Manufacturer narrative:
B3: the event occurred on an unreported date "half a month ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with unspecified anti-inflammatory drugs (intraperitoneal) for the event. Pd therapy was ongoing. The cause and patient outcome were not reported. The reporter declined to provide additional information.